Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple cartridge change errors with multiple cartridges during the load process. The customer's blood glucose was 96 mg/dl. Customer was successfully able to load cartridge and resume therapy.